Event description:
Dealer advised rear center seat frame is broken causing chair to lean to the right.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.